Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09041. Related manufacturer reference number: 2938836-2020-09042. It was reported that the patient returned after implant for treatment and was hospitalized due to pocket swelling and effusion. The patient felt redness and pain at the pocket site, and examination confirmed the patient's pocket infection. The physician considered that the possible cause of pocket infection was that the patient was skinny, and the pacemaker and pocket friction stimulation caused the infection. The patient was treated with debridement and antibiotics for infection. During program control examination for the patient, the right ventricular (rv) lead threshold was poor, the lead could not successfully capture, and the physician suspected that the rv lead had dislocation. The patient had no discomfort due to rv lead dislocation. During the repositioning procedure, the rv lead parameter could not be measured well. The rv lead was replaced. The patient recovered well and was discharged.